Event description:
Patient was revised due to pain and elevated ion levels. Report also noted that extra fluid was taken out of hip before surgery. **update** (B)(4) 2012 - legal claim received. **update**(B)(4) 2013 - litigation papers received alleging that the patient suffers from swelling and difficulty ambulating. Doi was provided in litigation. There is no new information that would affect the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; increased ion levels; 10-15 ml of fluid (a little bit darkly stained, but not grossly black) was noted in the joint; caseous granulation type tissue noted through the joint capsule and this was removed; mild corrosion and threading around the morris taper on the femoral neck, as well as on the inside taper of the femoral head. The adapter sleeve and femoral head were added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.